Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy following a fall. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, a lead fracture was visually confirmed. Effective therapy was confirmed post op.

Manufacturer narrative:
As reported lead was broken was confirmed. As received the lead was complete, microscopic inspection observed all broken wires in the lead the cause is overstress condition. The reason for the event remains unknown.